Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was found fully inside the shaft of the delivery sheath of the occluder after withdrawal, and the occlusion failed. Finally switched to manual compression to stop the bleeding. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. At the end of treatment, the unknown catheter was withdrawn, the 5f short non-cordis sheath was retained, and a 5f blocker was used to block the puncture point for hemostasis. The blocker was pushed 35 degrees into the 5f short non-cordis sheath to the point where it stopped pushing at the delivery rod marker band, the 5f short non-cordis sheath was retracted until the indicator guidewire cover and handle were fully apposed, and the 5f non-cordis short sheath was retracted simultaneously with the blocker and observed for pulsatile blood flow in the retraction indicator. Start observing the indicator window when blood flow decreases significantly. Blood flow stops and the indicator window turns black. The operator pressed the plug deployment button to release the plug. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug did not fall out of the exoseal vcd shaft, was not found partially deployed or partially out of the shaft, but was found fully inside the shaft. The indicator wire was not visible when the device was removed. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, stenosis greater than 50% at or near the puncture site, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The procedure was a transcatheter arterial chemoembolization (tace) for hepatocellular carcinoma and a retrograde approach was used. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was found fully inside the shaft of the delivery sheath of the occluder after withdrawal, and the occlusion failed. Finally switched to manual compression to stop the bleeding. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. At the end of treatment, the unknown catheter was withdrawn, the 5f short non-cordis sheath was retained, and a 5f blocker was used to block the puncture point for hemostasis. The blocker was pushed 35 degrees into the 5f short non-cordis sheath to the point where it stopped pushing at the delivery rod marker band, the 5f short non-cordis sheath was retracted until the indicator guidewire cover and handle were fully apposed, and the 5f non-cordis short sheath was retracted simultaneously with the blocker and observed for pulsatile blood flow in the retraction indicator. Start observing the indicator window when blood flow decreases significantly. Blood flow stops and the indicator window turns black. The operator pressed the plug deployment button to release the plug. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug did not fall out of the exoseal vcd shaft, was not found partially deployed or partially out of the shaft, but was found fully inside the shaft. The indicator wire was not visible when the device was removed. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, stenosis greater than 50% at or near the puncture site, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The procedure was a transcatheter arterial chemoembolization (tace) for hepatocellular carcinoma and a retrograde approach was used. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white and red position. During this visual analysis, no additional anomalies were reported. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit. The result obtained was within specification. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was performed to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received fully deployed. The plug was not present at all on the device. The internal mechanism showed no anomalies. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with no plug in the shaft. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.